Event description:
The manufacturer received information alleging a ventilator failed an active exhalation control module test step during testing. There was no harm or injury reported. The device was not in patient use. The device was evaluated, and the customer's complaint was confirmed. The device's three-way solenoid and proportional valve were replaced to address the issue. Final testing was performed and the device passed final testing.